Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. Customer¿s high blood glucose value was 600 mg/dl at the time of incident. Customer¿s current blood glucose value was 247 mg/dl. Customer was treated with manual injection for high blood glucose. Customer stated that the insulin pump had an insulin flow blocked alarm. Customer stated that the insulin pump was not working. The product will not return for the analysis.